Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.